Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, calibrations were entered during periods of rapid rate of change. No additional event or patient information is available. Labeling indicates: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising single arrow or double arrow, which indicates that your blood glucose is rising 2-3 mg/dl/min or more than 3 mg/dl/min. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow, which indicates that your blood glucose is falling 2-3 mg/dl/min or more than 3 mg/dl/min. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.